Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8352-70 serial #: (B)(4) description: coveredge x 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient had an infection in the legs which was attributed to not using the stimulation. The leg was swelling and the physician did not know what caused the infection. The patient was prescribed antibiotics and was doing well.

Manufacturer narrative:
Additional information was received that the physician believed that the patient did not have a device related infection. No antibiotics were given.

Event description:
A report was received that the patient had an infection in the legs which was attributed to not using the stimulation. The leg was swelling and the physician did not know what caused the infection. The patient was prescribed antibiotics and was doing well.